Event description:
The customer complained of a questionable result for intact human chorionic gonadotropin + the ss-subunit (hcg+ss) on one patient sample. The initial result was 52.29 miu/ml accompanied by a data flag. The patient came back to recheck after two days and a new sample generated a result of < 0.100 miu/ml accompanied by a data flag. The technician repeated the original sample and obtained a result of < 0.1 miu/ml. Information regarding adverse events was requested but not provided. The lot number of reagent in use was 173268 with an expiration date of 10/2014. The investigation was unable to determine a root cause. Additional information for further investigation was requested from the customer but not provided.

Manufacturer narrative:
The event occurred in the (B)(6).